Event description:
Customer reported taht a trauma/bum pt had a negative antibody screen when tested with 8s608 in 2004. Pt was then transfused with multiple units of immediate spin crossmatch compatible blood. Further testing performed by the customer determined that anti-e was presented in the pretransfusion sample, but only when tested with peg. A positive dat/autocontrol was observed with the post-transfusion sample.